Event description:
During a pulmonary vein isolation procedure to treat atrial fibrillation, the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) were successfully ablated with no complications reported. After the balloon was deflated to remove the catheter from the lipv, the distal tip of the catheter was noticed to have detached in the fluoroscopic image. The distal tip was safely removed with a snare. There was no patient complication reported. The procedure was discontinued.

Manufacturer narrative:
The device was returned to cardiofocus and evaluated. The catheter tip detachment was confirmed. Micrographs of the catheter tip revealed no evidence of incorrect bonding, abnormalities, or other defects. The condition of the device was documented with photos, including images of the tip bond area. The cause of the deficiency could not be determined. The catheter tip bond passed several manufacturing tests, including a tip pull test to the iso 10555-1 standard, which specifies a minimum tensile strength for the bond of 15n. The test results confirm the catheter tip bond met manufacturing requirements as well as the iso standard for intravascular catheters. The tip of the catheter contains a radiopacifier and two platinum-iridium marker spheres. Thus, the tip is easily visualized on fluoroscopy and in this case the tip was retrieved with a snare.

Event description:
During a pulmonary vein isolation procedure to treat atrial fibrillation, the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) were successfully ablated with no complications reported. After the balloon was deflated to remove the catheter from the lipv, the distal tip of the catheter was noticed to have detached in the fluoroscopic image. The distal tip was safely removed with a snare. There was no patient complication reported. The procedure was discontinued.

Manufacturer narrative:
The catheter is still at the hospital but is expected to be returned in mid-january 2025. Feedback from the distributor is there was no indication of a deficiency in the catheter and the tip is believed to have gotten stuck in a small side branch of the lipv. Iso 10555-1 provides tensile force requirements for intravascular catheters. Cardiofocus performs a proof tensile test on every catheter tip to demonstrate compliance to iso 10555-1. This test was performed on the catheter used in this report with a passing result. While not a direct mitigation, the tip of the catheter contains a radiopacifier and two platinum-iridium marker spheres. Thus, the tip is easily visualized on fluoroscopy and in this case the tip was retrieved with a snare with no complication to the patient. This is an initial report. A follow-up report will be submitted when the returned device has been examined.